Event description:
It was initially reported that the patient passed away. The physician believes the cause of death was sudep, although this was not able to be confirmed as the patient's family does not want an autopsy performed. The death is not related to vns. The patient was reported to be very sickly. Good faith attempts for more information have been unsuccessful to date.

Event description:
Cause of death information obtained from the national death index (ndi) was reviewed by the manufacturer which indicated that the patient passed away on (B)(6) 2011 and the patient's cause of death was other and unspecified convulsions. A sudep (sudden unexpected death in epilepsy) evaluation was performed which determined that the death met criteria for classification of potential sudep. There is no allegation or other information indicating that the death is related to vns.